Event description:
It was reported that this pacemaker showed atrial sensed signals over sensed on the ventricular channel. Also, there were episodes where noisy signal over sensing was observed at both atrial and ventricular channels. There is a possibility that the patient experienced pacing inhibition and more than two seconds asystole during the observed noise over sensing. It was commented that all the observed issues were not present during the most recent check. All of the issues occurred within the days after the patient had a bypass surgery. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.